Manufacturer narrative:
Product complaint # (B)(4). Section d.2b: procode is pgw/erl. Section d.4: the product lot number is not available / not reported. The expiration date of the device is not known. Section e.1: the name, phone and email address of the initial reporter are not available / reported. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Should additional information become available, this case will be re-assessed and notes will be updated. Since this adverse event requires medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that a patient who underwent ent ((ear, nose & throat ) procedure with with acclarent device: trudi shaver blade 4.0mm - 15° curved - 5pk experienced csf leak (cerebrospinal fluid leakage). It was also reported that the patient exhibited no symptoms related to the adverse event, the only device used to discover and confirm the event was an endoscope. It was also noted that the physician needed to patch the patient with a graft of the patient's tissue, the patient required overnight observation and the patient was discharged in stable condition.